Manufacturer narrative:
Device received with broken reservoir tube lip noted. Device passed displacement test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Connector was inspected and locked on lcd board. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had reservoir cap was broken, button hard to press and unspecified alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had slower to rewind. The insulin pump will not be returned for analysis.